Event description:
It was reported to philips that the customer requested just a replacement battery with no engineer evaluation. There was no reported patient or user involvement and no adverse patient/user impact.